Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device broke during the surgery. The fragments were removed from patient and a backup device was available to complete the procedure with no patient injuries. It is unknown if there was a surgical delay.

Manufacturer narrative:
One healicoil regenesorb 4.75mm suture anchor device reported on. Due to product unavailability, the complaint could not be visually evaluated. Evaluation results were based upon information relayed. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1. Damaged or use of other than recommended prep instrument size or types. 2. Pressure or excess torque applied. 3. Inadequate bone quality resulting in anchor pullout or loss of fixation. 4. Unexpected bone condition/density. 5. Breakage and damage can occur due to use of sharp instruments to manage or control the suture. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Recommended prep instrument for the 4.75mm anchor is a 4.75mm threaded dilator. Product met specifications upon release to distribution.

Manufacturer narrative:
One 72203705 healicoil regenesorb 4.75mm suture anchor device returned. The return consisted of a snip of tainted, knotted suture and s few chips of fractured threads. This is a technique driven device. The pieces returned indicate excess torque was a factor. Other factors that also affect device performance include: device ability, surgical ability, procedure location and tissue condition. Damaged or use of other than recommended prep instrument size or types. Inadequate bone quality resulting in anchor pullout or loss of fixation. Unexpected bone condition/density. Breakage and damage can occur due to use of sharp instruments to manage or control the suture. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. Recommended prep instrument for the 4.75mm anchor is a 4.75mm threaded dilator. Product met specifications upon release to distribution.